Manufacturer narrative:
(B)(4). Concomitant products: 00631004832 62006243 trilogy liner longevity crosslinked polyethlene, 00625006535 61961172 bone screw self-tapping 6.5 mm dia. 35 mm length, 00620004822 61934260 shell porous with cluster holes 48 mm o.d., 00771100500 62014564 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 5 standard offset, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05149.

Event description:
It was reported patient¿s left hip was revised approximately 5 years post-implantation due to pseudotumor and trunion wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes. Revision operative notes demonstrated that the patient¿s left hip was revised due to trunnionosis and pseudotumor. Copious amount of milky-white fluid with significant amount of tissue consistent with alval and pseudotumor. Corrosion noted around base of the femoral head and neck. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s left hip was revised approximately 5 years post-implantation due to pseudotumor, trunnionosis, elevated metal ion levels, and altr. It was noted the femoral head and acetabular liner were revised. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - head. Visual examination of the returned product identified a circumferential grove pattern and dark debris is seen in the conical taper. The buffed surface exhibits surface damage. The stem remains implanted. The head was submitted for further analysis. Analysis determined >10% of the surface and/or corrosion damage to one or more small areas. Review of the device history record for reported components identified no deviations or anomalies that could contribute to the reported event. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.